Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery compartment was cracked from the top to the cover and below the bumper pad. There was evidence of moisture in the battery compartment as a result of the battery compartment cracks. There was no additional evidence of moisture in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked and moisture was present. This report is made based on results of investigation completed on (B)(6) 2015.